Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic with device in back up vvi mode. A successful device code download was performed. No adverse event to the patient.